Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.5 diopter was implanted into the patients left eye (os) on (B)(6) 2021. The patient experienced excessive vault. On (B)(6) 2021 the lens was exchanged with a shorter length lens of similar power and the problem resolved. The cause of the event was reported as unknown.